Event description:
It was reported to boston scientific corp on (B)(6) 2009 that a securi-t replacement gastrostomy tube was used during a gastrostoma exchange, procedure date unk. According to the complainant, post procedure, the cap was unable to close tightly after nutrition was administered. The procedure was completed with another securi-t replacement gastrostomy tube. The new device was placed with no issues. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. Although the suspect device has been received, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant